Event description:
The patient was described to be in a fine ventricular fibrillation. Reportedly, when an attempt was made to defibrillate the patient at 300 joules, the defibrillator would not charge. This allegation was based upon a lack of response with actuation of the device paddle charge switch. The patient was not resuscitated. The facility stated the patient outcome was not the result of the reported event, due to a lack of patient viability. The facility could not determine which of two devices were involved in the event. Both devices were removed from use for an evaluation by the local factory service representative.